Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014. Prior to use during the procedure, it was noted that the plastic sheath that covered the mesh was torn. Another like device was used to complete the procedure with no adverse patient consequences.